Event description:
The risk manager at the hospital, reported, during surgery, the gamma nail got blocked in the target device. Also reported that there was a delay and the patient had additional anesthesia. The surgeon had to change the op-technique and patient had a scar.

Manufacturer narrative:
Additional information has been requested. Once the investigation has been completed any additional information will be reported in a supplemental report.